Manufacturer narrative:
This report is submitted on october 2, 2019.

Event description:
Per the clinic, the patient underwent revision surgery on september 8, 2019, in order to excise a hypertrophic scar at the implant site.

Manufacturer narrative:
It was reported that the patient was treated with a topical steroid and antibiotic (date and duration not reported). This report is submitted on 25 october 2019.